Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported lot. The reported patient effects of hypotension and air embolism as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Although a conclusive cause for the patient effects could not be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed on the steerable guide catheter (sgc) to report the suspected air embolism. It was reported that this was a mitraclip procedure in the patient with grade 4 degenerative mitral regurgitation. The steerable guide catheter (sgc) was inserted and a pressure transducer was connected to the sgc. As the clip delivery system was being brought to the patient from the back table, a drop in blood pressure was noted. The sgc was in the left atrium and the physician suspected an air embolism caused the drop in blood pressure, but a visible air embolism was not seen. Air aspiration was performed on the sgc although there was no visible air in the device. The physician suspected that the air was related to the pressure transducer not being properly flushed prior to use. Medication was given to stabilize the patient. The procedure continued with the same sgc which performed as intended. Two mitraclips were implanted reducing mr grade to 1. No additional information was provided.